Event description:
A moss gastrostomy tube, (5-17719), 18 fr. Was inserted in the or on march 2001. The tube was inserted by dr. On april 2001 the tube was leaking tube feeding and another dr, a surgical resident, removed the tube uneventfully. On removal it was noticed that not only the balloon was ruptured but the jejunal feeding was no longer attached. A gastroenterologist took the pt to gi lab and removed the remaining portion of the tube with an endoscope. The tube was not saved.